Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the system board was replaced. The device was recertified and returned to the customer. The system board was returned to zoll medical corporation, united states. The malfunction was attributed to a faulty integrated circuit on the system board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36," "system fault 37" and "defib fault 85" messages. Complainant indicated that there was no patient involvement in the reported malfunction.